Event description:
It was reported that during testing conducted at the manufacturer, the drill caused a bias current error to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
Corrosion was discovered throughout internal components of the device. The presence of corrosion was identified as the probable cause of the bias current error reported.